Event description:
The customer reported a blood leak that occurred w/a loud noise early in the treatment. The customer stated that she had not noticed if a leak alarm had occurred at the same time. The customer estimated tha the whole blood processed was under 300 ml. The customer stated that the drive tube was severed near the lower drive tube bearing retainer. The customer stated the lower bearing retainer was still closed after the drive tube break, and the upper bearing retainer was open. The customer stated no blood was returned to the pt after the leak occurred. The pt was reported to be instable condition. Svc order, (B)(4), was dispatched. The smart card and pictures were returned for investigation.

Manufacturer narrative:
A batch record review of lot c149 was conducted, there were no nonconformance's associated w/this lot. The lot met release requirements. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. Drive tube leak/break was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. Svc order, (B)(4), feedback: the svc tech inspected the drive tube clips, the leak detector, the centrifuge bowl, and the sensorized drive tube. He replaced the drive tube clip and performed the system checkout procedure successfully. No further action required. This assessment is based on info available at the time of the investigation. Photos and the smart card were returned for eval. The analysis of the photos and smart card data is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Manufacturer narrative:
The smartcard data and photos were returned for analysis. The smartcard data indicated several red cell blood pump alarms, blood pump error alarms, a return pressure alarm, a blood leak alarm and air detected alarms had occurred. The examination of the photos showed that the drive tube broke in two places. The bearing stop remained circular and in one piece, therefore, it is believed delamination of the bearing stop occurred. The root cause of the reported leak is most likely that the bearing stop delaminated which allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was worn away causing the leak. As part of the corrective action, a manufacturer CAPA was opened to investigate bearing stop delamination. Additionally, a therakos CAPA was initiated in order to address several potential root causes of drive tube delamination. The DHR review of the complaint lot found no related nonconformances. This lot was produced in december 2014 and had passed all lot release testing. (B)(4).